Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13378. It was reported during the surgery (related manufacturer reference 1627487-2021-13375) it was observed that the leads fractured. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Therapy was established postoperatively.